Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing discomfort in the area around the pump and tubing. It is believed that there is a causal relation with the implant procedure and the device itself. The patient was treated with medication. No additional patient complications were reported.

Manufacturer narrative:
This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Discomfort is an adverse event found within product labelling and the use of medication to treat it is anticipated per instructions for use and hazard analysis. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing discomfort in the area around the pump and tubing. There was a small wound separation. It is believed that there is a causal relation with the implant procedure and the device itself. The patient was treated with clindamycin bactrim. No additional patient complications were reported.